Manufacturer narrative:
H3: the device and tyvek envelope were returned in a double resealable bag. Traces of contamination were observed on the middle and inner tube tips, outer hub, and proximal end of the inner shaft at the time of receipt. It was also observed that the distal end of the middle tube was protruding, with a gap present between the inner and middle tube tips. An x ray examination was performed to evaluate the internal components of the device and revealed a broken and expanded middle tube spiral wrap. Functional testing was not performed due to the defective condition of the device upon receipt. The complaint was confirmed, due to an out of specification condition. H6: initially submitted codes fdm b17, fdr c20, fdc d16 and img g04041 are no longer applicable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-op, a product in which the inner tube position of blade was shifted from normal. A spare product was used to complete the procedure. There was no patient impact.